Manufacturer narrative:
Insulin pump received with blank display and constant tone due to moisture damage on the electronics assembly. Unable to perform all functional testing including the operating currents, unexpected restart alarm error test, rewind, basic occlusion, occlusion, prime, compromised force enhance sensor system and excessive no delivery test due to blank display. Pump received with moisture damage motor, vibrator and battery tube assembly.

Event description:
The customer reported via phone call that there was condensation inside the insulin pump. The customer's blood glucose level was 120 mg/dl. The customer reported that the insulin pump was exposed to pool water. The customer reports there was fluid under the lcd display. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.